Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
The plaintiff was implanted with an ams miniarc sling on (B)(6) 2010, to treat her stress urinary incontinence. It was alleged by plaintiff's attorney that as a result of having the product implanted, the plaintiff has experienced, "mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, had undergone and will undergo corrective surgery or surgeries," and other damages .